Event description:
Complainant alleged that during a routine shift check of the device by a clinician "status 66" and "status 104" error messages were displayed and the device would not respond to controls. The complainant indicated that there was no pt involvement in the reported malfunction.